Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system had no video output from the surgeon side console (ssc) high resolution stereo viewer (hrsv). The system functionality was checked, and the system was initially powered on without any issue. The vision side cart (vsc) vision was normal. The tse had the customer hard power cycle the system, but the issue was not resolved. The surgeon elected to use another da vinci xi system to continue with the procedure. There was no patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hrsv left eye image was lost at the end of the procedure. Therefore, the surgeon elected to continue the procedure with another da vinci xi system. There was no patient injury. The procedure conversion did not result in additional ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported complaint and replaced the hrsv monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and failure analysis investigation replicated the customer reported complaint. The monitor was installed on the right side of the printed circuit assembly (pca) test system. The system booted up with no issues, except the right eye monitor is dead. No images are being shown on the right eye of the surgeon side console (ssc). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.